Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the illumination issue was due to the heat sink and the lamp not being attached. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. 4.7 inspection of the examination light: ·confirm that the examination light is emitted from the distal end of the endoscope (see figure 4.5). When the lamp light intensity decreases even if the ¿500 h¿ indicator does not light up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. 6.1 replacement of the examination (xenon) lamp always use the examination lamp designated below. To order a new examination lamp, contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the igniter was not working and the device was missing the heat sink and lamp. Additional findings include the following: the front panel was cracked, and the scope socket is damaged; it is not locking or covering up the pins. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source light does not come on but the ignitor can be heard working. The issue was found during preparation for use. There were no reports of patient harm.